Event description:
It was reported that after a supply change and evening meal, the ilet user experienced persistent hyperglycemia with g7 sensor readings above target until later returning to range; the user noted concurrent illness and use of penicillin, replaced infusion set and tubing with new components while retaining the same cartridge containing approximately 120 units, and resumed insulin delivery with additional training scheduled and interest in trying a different infusion set. Symptoms included dizziness and thirst. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy, with glucose eventually returning to target range. Investigation included troubleshooting and user education with review of infusion set integrity and replacement of disposables. Investigation of this case revealed no device alerts or alarms, no visible damage or kinking of the infusion set or cannula, and an unclear root cause, with intercurrent illness and medication noted as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.